Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump touchscreen cracked after the customer fell. Additionally, the pump was unresponsive. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.